Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tip of the threaded end of the device fractured off and was returned. The device was manufactured in 2007 and shows signs of extensive wear/usage. The medical investigation concluded that ,per complaint details, all pieces of the broken impactor were recovered from the patient and the procedure was completed using a backup device without patient/staff harm or injury or surgical delay. Therefore, no further medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the short impactor broke during surgery, while being impacted. No harm was reported to the patient or staff. All pieces were recover from the patient. There was no procedural delay when the short impactor broke because a smith & nephew back up device was available.